Event description:
Report received from the USA stating that the device had foot pedal wires that were exposed. The device was not being used during surgery. No injury or medical intervention was reported. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).